Event description:
Initial result for a patient magnesium was 0.8 meg/l. When repeated, the result was 1.8 meg/l. The incorrect result was not used to guide patient therapy. The field service representative was unable to confirm any malfunction of the system.